Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the mesher gave an incomplete mesh on previously recovered cadaveric donor skin. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This follow-up report is being submitted to relay additional information. Updated/corrected sections: b4, d10, e3, g4, g7, h2, h3, h6, h8, h10. On may 7, 2018, it was reported that the mesher gave an incomplete mesh on previously recovered cadaveric donor skin. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4) evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) thirty-seven times as documented in the repair reports in livelink. The last repair was august 25, 2017 where it was reported that the device was giving an incomplete mesh on thin skin and the roller gear and shoulder bolts were replaced. This is not a related issue. The 1.5:1 ratio cutter, serial number (B)(4) produced an incomplete mesh and was deemed non-repairable. The 2:1 ratio cutter, serial number (B)(4) produced a passing sample mesh. Product review of the skin graft mesher on may 14, 2018 revealed that the calibration was within specifications and produced a passing sample graft. The 1.5:1 ratio cutter, serial number (B)(4) and the 2:1 ratio cutter, serial number (B)(4) both produced an incomplete cut and were deemed non-repairable. The skin graft mesher was not repaired and only lubricated as the device functioned as intended and passed all required testing. Skin graft mesher, serial number (B)(4)., was then tested and functioned properly. It was inspected and tested. The reported event was confirmed since during the product review it was noted that the 1.5:1 and 2:1 ratio cutters both produced incomplete cuts and were deemed non-repairable. During the previous repair, the 1.5:1 ratio cutter had already been deemed non-repairable when it was tested and produced an incomplete mesh. Previously the 2:1 ratio cutter was acceptable and produced a passing sample mesh. However, in the 9 months since the previous repair it has now become non-repairable as it produced an incomplete cut. The cause of the reported event was due to the damaged cutters. During the product review it was noted that the 1.5:1 and 2:1 ratio cutters both produced incomplete cuts and were deemed non-repairable. During the previous repair, the 1.5:1 ratio cutter had already been deemed non-repairable when it was tested and produced an incomplete mesh. Previously the 2:1 ratio cutter was acceptable and produced a passing sample mesh. However, in the 9 months since the previous repair it has now become non-repairable as it produced an incomplete cut. It is unknown with the information that was provided how this occurred. Therefore, the root cause of the reported event could not be specifically determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.